Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, when the pulse generator was connected to the leads, the patient went asystolic. Interrogation found the pulse generator pacing in bvvi with unipolar stimulation, despite that it had been programmed bipolar due to the patient's third degree av block. A different pulse generator was implanted successfully.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.71 volts and the charge time was 20.66 seconds. This device was explanted and returned for analysis without allegation. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
The pulse generator was received in bvvi mode due to unknown reasons. The product code was corrupt and multiple bits were flipped. A product code download was successfully performed and despite extensive testing, the bit flip could not be reproduced. Electrical characteristics and measured data were normal.